Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).